Manufacturer narrative:
The device remains implanted. Intra-operative imaging was requested but was not available for evaluation. Still-frame images were provided and reviewed by the medical director who commented that it would help the investigation if intra-operative fluoro runs were made available that could show the physician¿s sequence of first exposing the preloaded catheter, the attempts to snare the wire, including re-snaring, and then after the deployment of the icast bridging stent, the video runs showing the attempts to remove the thru-and-thru wire. The medical director stated that the images provided give the impression that the pre-loaded catheter and wire may have been around the cannula and that: ¿¿it looks like the contralateral sheath has been guided around the cannula just below the dilator tip. The difficulty in removing the thru-and-thru wire could also be explained by that.¿ additional information was received from the physician. It was reported that the delivery system was prepared to standard and the device was aligned under fluoroscopy before it was placed in the patient. The device was placed over wire and advanced to proper position where the catheter was just above the aortic bifurcation. The sheath was withdrawn until the catheter was exposed and glide wire was advanced. It was reported that the wire and catheter position, during this initial step, was going up the aorta instead of over the bifurcation towards opposite iliac. The physician decided that since the wire and catheter were going up, he would snare in aorta above the dilator tip of the device. The physician snared the wire above the dilator and pulled the through and through wire out opposite side. After the wire was pulled out of opposite side, the physician noted that the wire appeared wrapped around the device. The physician decided to withdraw the wire, reposition the catheter and re-snare the wire. The physician then repeated these steps except that the catheter was formed over the bifurcation and snared the wire just above the bifurcation. The physician pulled through and through wire out on the opposite side. It was reported that the zbis device was deployed down to the branch opening and the physician advanced the 12fr ansel 1 sheath. The device history record for work order for a1187416 was reviewed and appears complete and the quality control inspection was verified to ensure that the device passed inspection. There were no temporary deviations and no non-conformances in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device states: 15.5 zenith iliac branch preparation/flush 1. Remove black-hubbed shipping stylet (from the inner cannula), cannula protector tube (from the inner cannula) and dilator tip protector (from the dilator tip). Remove peel-away sheath from back of the hemostatic valve. (Figure 3) push the introduction sheath forward on the dilator tip until the curved catheter is no longer exposed. Elevate distal tip of system and flush through the stopcock on the hemostatic valve until fluid emerges from the sideport near the tip of the introduction sheath. (Figure 4) continue to inject a full 20 cc of flushing solution through the device. Discontinue injection and close stopcock on extension tube. 15.7 zenith iliac branch placement 5. Insert zenith iliac branch delivery system over the wire guide, into the iliac artery until the tip of the in dwelling catheter, sitting in the groove in the dilator tip beneath the outer sheath, is just above the aortic bifurcation and in rotational alignment with the opposite common iliac artery origin. (Figure 8) 15.8 through-and-through wire guide placement 1. Advance the hydrophilic wire guide and catheter into the aorta. Position the wire guide for snaring by advancing it through the tip of the curved catheter as required. An awareness letter was sent to the area representatives highlighting the importance of maintaining awareness of the snaring position. As outlined in the current device IFU, the tip of the indwelling catheter - positioned in the groove of the dilator tip beneath the outer sheath - should be located just above the aortic bifurcation and aligned rotationally with the origin of the contralateral common iliac artery prior to snaring. The key consideration is to ensure the catheter is correctly positioned to mitigate the risk of wire wrapping. If snaring is performed near the dilator tip, particular attention should be given to ensure that neither the catheter nor the wire becomes wrapped around the inner cannula of the delivery system. A definitive cause was identified. The investigation concluded that the most likely cause of the wire becoming wrapped around the inner cannula was an incomplete exposure of the catheter tip. This resulted in the snaring being performed above the dilator, ultimately leading to the wire wrapping during the snaring process.

Event description:
It was reported that the device was used off label. The patient had a shorter common iliac length than per the instructions for use (IFU). The physician was very experienced and skilled and was aware but used discretion to proceed. The physician reported that as he went to unsheath the device the preloaded catheter was facing the wrong direction. It was difficult to snare the wires. The physician had to do some different sheath exchanges to get the up and over sheath to track the through and through wire. The procedure was successfully completed with a great result. It was reported that a zenith flex aaa endovascular graft bifurcated main body (tffb) device, two zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) devices and an icast stent was also implanted during the procedure. The IFU was followed. It was reported that the patient's anatomy was not tortuous. The patient was on heparin during the procedure. The device was inspected prior to use and placed on the patient's abdomen prior to insertion to confirm that the graft was in the correct orientation. The branches, fenestrations and scallops were aligned with the native vessels, and the device was landed in the planned target zone. There had been no resistance on withdrawal of the device.

Event description:
It was reported that the device was used off label. The patient had a shorter common iliac length than per the instructions for use (IFU). The physician was very experienced and skilled and was aware but used discretion to proceed. The physician reported that as he went to unsheath the device the preloaded catheter was facing the wrong direction. It was difficult to snare the wires. The physician had to do some different sheath exchanges to get the up and over sheath to track the through and through wire. The procedure was successfully completed with a great result. It was reported that a zenith flex aaa endovascular graft bifurcated main body (tffb) device, two zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle) devices and an icast stent was also implanted during the procedure. The IFU was followed. It was reported that the patient's anatomy was not tortuous. The patient was on heparin during the procedure. The device was inspected prior to use and placed on the patient's abdomen prior to insertion to confirm that the graft was in the correct orientation. The branches, fenestrations and scallops were aligned with the native vessels, and the device was landed in the planned target zone. There had been no resistance on withdrawal of the device.